Manufacturer narrative:
Legal manufacturer: (B)(4). The device was not connected to a patient at the time the event occurred. Patients near the room were removed from the area by the staff. Gehc was informed on february 24, 2021 that a spark, followed by short burst of flame, and smoke were emitted from the plug of the dash 5000 monitor. The monitor was tested and returned to clinical use by the customer site. The power cord and ac outlet were retained by the customer whom provided pictures to gehc for review. The power cord was noted to be a gehc power cord part number 80274-003, rev d, and manufactured the week of july 12, 2010. Pictures of the ac outlet show the hot terminal of the plug end of the cord embedded in the ac outlet socket following the event. The ac outlet and power cord required replacement following the event. It was concluded that the power cord failure was most likely caused by damage to the electrical contact area inside the molded power cord plug end where the wire is crimped to the terminal end of the metal blade assembly. Frequent connection and disconnection of the dash power cord to an ac outlet can cause stress on the metal blades internal to the plug that eventually leads to weakening of the crimp-to-wire connection inside the power cord. Current flow through the weakened crimp connection may have caused the power cord to overheat. The service manual provides preventative maintenance guidance which include function and electrical safety checks along with visual inspection of the power cord.

Event description:
It was reported there was a loud sound followed by a spark, short burst of flame, and billowing smoke coming from the power cord plug of the device. There was no patient involvement.